Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received was received from a patient regarding external devices. The reason for call was patient reported that for the last several weeks the recharger had been giving them "weird readings" and would charge the neurostimulator but wouldn't charge up from the desktop charger. Patient said now the recharger wouldn't power on at all stating that a little while ago they saw the recharge recharger now screen. No damage was seen to the recharger. During the call patient inspected desktop charger cord and connector pin and said that the connector pin was slightly bent and pulled away from the casing of the cord. An email was sent to the repair department to replace the desktop charger.

Manufacturer narrative:
Analysis of 37761 (serial# (B)(6)) recharger found cable assembly had a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.